Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001, and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. MFR date is 08/01/1999.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that the patient underwent excision of vaginal cuff sinus and repair of the vaginal cuff on (B)(6) 2002, due to graft erosion with graft abscess of the vaginal cuff. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah/bso due to uterine prolapsed, rectocele, cystocele, enterocele . No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 01/02/2017.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.